Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 1.0 controller / (B)(4) / model #: 1407de / expiration date: 05/31/2014, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 05/31/2013, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline had unspecified damage that caused two electrical fault alarms on the controller. The batteries were disconnected from the controller by the patient's spouse to stop the alarming and medical tape was applied to the damaged area of the driveline. After the pump was restarted, the pump exhibited decreased power consumption and low flow alarms. A decision was made to replace the ventricular assist device (vad) and the controller was taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Visual inspection of the driveline cable revealed damage to the wires. Further inspection of the driveline cable was performed by removing the medical tape near the splice tube. Exposed wires were found near the splice tube. Based on the available information, the exposed wires may have come in contact with each other during the use of the device causing a short and further triggering electrical fault alarms. The driveline damage may be attributed to factors such as improper handling, wear over time. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources from the controller. An internal investigation was initiated to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump along with the driveline cable were returned for evaluation. Log file analysis revealed two electrical faults logged on 04/06/2018 due to an over-current condition resulting in the pump running on a single stator (rear-stator only). Two high watt alarms were logged simultaneously, which are indicative of the increased power consumption associated with the pump running on a single stator. One controller power up event was recorded on 04/06/2018, at 16:10:53. The data point prior to the loss of power revealed that bat212236 was connected to power port one with 62% relative state of charge (rsoc) and bat212606 was connected to power port two with 94% rsoc. The data point recorded after the loss of power revealed that the same batteries were reconnected to the controller. The controller was without power for about 2 minutes. Log files also revealed a sustained decrease in power consumption starting 04/06/2018 and 4 low flow alarms have been logged since 04/07/2018. As a result, the reported event was confirmed. Post-explant functional analysis revealed that the pump met pre-implant requirements with power average consumption of 1.85 watts. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Internal pathology report revealed no evidence of thrombus within the pump. Visual examination revealed abrasions on the lower housing ceramic surface and inferior surface of impeller. These mechanical abrasions of the lower housing ceramic surface and the inferior surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Additionally, visual inspection of the driveline cable revealed that some areas of outer sheath were missing. No damage to the wires or the connector was observed. Furthermore, the driveline cable passed the continuity test and locking mechanism test. Additional products: controller 2.0 / con183097 d10: yes, return date: 2019-04-19 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213, 3213 h6 FDA conclusion code(s): 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.